Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, no irrigation was experienced during ultrasound. The phacoemulsification handpiece and tip were checked to resolve the issue. The procedure was completed without patient harm.

Manufacturer narrative:
A review of the associated service record (sr) was performed. The company service representative examined the system and found to meet all product specifications. The handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively the manufacturer internal reference number is: (B)(4).